Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No pump or data logs returned. The cause of the optical signal issue was not determined since product and data logs were not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impella cp for support of a patient. The cp was placed as care escalation from an intra-aortic balloon pump. The team observed placement signal loss after admission to the intensive care unit from the cardiac catheterization lab. The optical loss did not cause any harm or injury. The pump was not replaced. The pump support ran for a total of 61 days before the patient expired.